Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software did not suspend insulin delivery. Customer's blood glucose (bg) level was "low"; however, a bg value was not provided. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.